Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument and could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Fa found the instrument to be fully functional. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the 8mm force bipolar instrument had a mind of its own, it also was grasping tissue and bowel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument, within the abdominal cavity, was floating across the screen, without any motion from either physician sitting at the consoles with their heads in the stereo viewer. The movements of the surgeon did not scale appropriately to the instrument since they were not engaging the instrument; the movement was greater than intended. The surgeon wanted a static retraction; however, the instrument started floating, not sure of the direction. The timing of the movement was not correct or appropriate, but no one observed any shakiness or friction. Also, the issue was intermittent. Sounds like it only occurred once and corrected itself for the rest of the procedure. The surgeons took out the instrument and redocked it to see if it same pattern would occur, which it did not, and they proceeded with the procedure. The instrument wasn't attached to any tissue at the moment, and no other abnormalities to the instrument could be seen.